Event description:
It was reported that the patient underwent a surgical procedure to revise their artificial urinary sphincter (aus) due to continued incontinence as a result of cuff malposition. The existing 3.5 cm cuff was removed and tissue bulking performed around the urethra. The physician then implanted a new 4.5 cm cuff. No patient complications were reported.